Manufacturer narrative:
Following the reported event, a steris service technician evaluated the 5085 surgical table and replaced the floor lock manifold. The table was tested, confirmed to be operating according to specification, and was returned to service. No further issues have been reported.

Manufacturer narrative:
The facility stated that during the event, the table's hand control indicated a locked table status; however the head section of the surgical table pivoted while moving the patient onto the surgical table. The table subject of the reported event was installed on (B)(6) 2012 and is not under a steris service contract. The table is maintained by the facility's clinical engineering department. The investigation of this event is currently in process. A follow-up will be submitted once additional information becomes available.

Event description:
The user facility reported that while transferring a patient onto the 5085 surgical table, the table pivoted at the head section. There was no injury reported in relation to the event. No procedural delay or cancellation was reported.